Event description:
It was reported that this implantable pacemaker was unable to be interrogated. The representative tried multiple programmers and was unsuccessful. The health care professional (hcp) put a magnet over the device to assess the battery and confirm the device was a boston scientific product due to there was a lead revision in 2023. The magnet over the device revealed there was no pacing nor rate change. It was noted; the patient displayed a sinus rhythm with 1:1 conduction. The hcp suspected premature battery depletion (pbd) due to at the last device check in (B)(6) 2024, the device had three years longevity remaining. The hcp will contact the patient's cardiologist to discuss a possible device revision. At this time, the device remains implanted. No adverse patient effects were reported. Additional information was received that advised the patient has not yet had a device change. The physician over the clinic will follow up with the patient's cardiologist. At this time, the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
D4 model number field correction updated from k086 to k087. D4 catalog number field correction updated from k086 to k087. Report number: 2124215-2025-12257.

Event description:
It was reported that this implantable pacemaker was unable to be interrogated. The representative tried multiple programmers and was unsuccessful. The health care professional (hcp) put a magnet over the device to assess the battery and confirm the device was a boston scientific product due to there was a lead revision in 2023. The magnet over the device revealed there was no pacing nor rate change. It was noted, the patient displayed a sinus rhythm with 1:1 conduction. The hcp suspected premature battery depletion (pbd) due to at the last device check in january 2024, the device had three years longevity remaining. The hcp will contact the patient's cardiologist to discuss a possible device revision. At this time, the device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was unable to be interrogated. The representative tried multiple programmers and was unsuccessful. The health care professional (hcp) put a magnet over the device to assess the battery and confirm the device was a boston scientific product due to there was a lead revision in 2023. The magnet over the device revealed there was no pacing nor rate change. It was noted, the patient displayed a sinus rhythm with 1:1 conduction. The hcp suspected premature battery depletion (pbd) due to at the last device check in january 2024, the device had three years longevity remaining. The hcp will contact the patient's cardiologist to discuss a possible device revision. At this time, the device remains implanted. No adverse patient effects were reported.